Event description:
It was reported there was procedural delay greater than 30 minutes while the patient was sedated due to an e315 unsupported scope error. The same device was used to complete the diagnostic colonoscopy procedure. There were no reports of patient harm.

Event description:
No additional information was received from the customer. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. Updated f10 health effect - impact code to f26.